Event description:
Urine not draining into the bag. Nurses found standing column of urine in the drainage tubing. There was evidence that pt had a urinary tract infectionnn. It appeared that anti-reflex valves were not opening.